Event description:
The customer reported a few drops of clear fluid leaking from valves lv7 and lv8 of the coulter act 5diff autoloader (al); the leak was contained. The startup also failed for hgb, rbc and plt. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The leak was caused by lv7 and lv8 which needed to be replaced. The startup failure alerted the operator to an instrument problem. The fse confirmed a small leak around lv7 and lv8 and replaced the bank of twelve (12) solenoids, resolving the leak and the startup failure. (B)(4).